Event description:
It was reported that a patient was experiencing gastro intestinal bleeding and required a protonix infusion. The first protonix infusion was initiated at 2015 and programmed to infuse at a rate of 8mg/hour, however it was completed earlier than expected at 2200. The device was double checked for programming accuracy, and no errors were found. A second protonix IV solution was initiated and also completed early by 2320. The pump module and IV tubing were replaced, and both the nurse supervisor and physician were notified. The next protonix infusion was held, and given at 0615 per physician's order. The customer stated that there was no distress or significant effect caused to the patient from the event, however, the patient was monitored closely for any further issues

Manufacturer narrative:
The customer report of medication infusing faster than expected was replicated during testing and was found to be the result of the separated bezel bosses. During functional testing, unregulated flow was observed. One hour duration rate accuracy testing at the parameters of the last recorded programmed infusion found that the pump module was not infusing within specification. The internal inspection found that all 6 bezel bosses were separated. The root cause of the event was attributed to the 6 separated bezel bosses.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that a patient was experiencing a gi bleed and required a protonix infusion. The first protonix infusion was initiated at 2015 and programmed to infuse at a rate of 8mg/hour. At 2200 the infusion was completed. The device was double checked for programming accuracy to find that it was correct. A second protonix IV solution was initiated and completed by 2320. The pump module was replaced, as well as, the tubing sets and the nurse supervisor and physician were made aware in which the physician ordered the primary nurse to hold the infusion and give the next dose at 0615. The customer stated that there was no distress or significant effect caused to the patient from the event, however, the patient will continue to be closely monitored for harm.